Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s screen assembly detached, leaving the device in two separate pieces, consistent with a display component issue and a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the bond of the display assembly that aligned with a loss or failure to bond of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.